Event description:
It was reported by the patient that the patient felt "twitching" above the device in the shoulder area. The device was explanted and replaced; the right ventricular [rv] lead was capped and replaced. It was further reported that the device was at eri (elective replacement indicator) and that the rv lead had high thresholds, low impedance measurements and the "twitching" the patient experienced was likely caused by the unipolar setting of the rv lead causing muscle stimulation. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the patient felt "twitching" above the device in the shoulder area. The device was explanted and replaced; the right ventricular [rv] lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.